Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalculated bolus and over corrected. Customer's blood glucose (bg) was 40 mg/dl which was addressed by eating food and drinking juice. Customer continued to use the pump for insulin therapy.